Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested a 20 unit bolus but the pump delivered 10 units. Reportedly, customer was hospitalized for elevated blood glucose (600 mg/dl). Customer declined to provide additional information and declined to perform pump system check with tandem technical support. Customer ended the call abruptly.